Event description:
It was reported that when the arterial blood gas was being drawn for the patient, the pre-use examination found that the kit had poor sealing and gas leakage and was immediately replaced with another one without causing any adverse effects. There was no patient harm/adverse event reported. Possible lot # 20220806 is not a valid lot number.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. As the provided lot number could not be verified, no review of device records could be conducted. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.